Event description:
It was reported that the user disconnected from the ilet after experiencing hypoglycemia while not wearing the device, with the lowest reported blood glucose described as ¿50 something,¿ and the user has remained off therapy with ilet since the event while using a sensor and manual therapy. Symptoms included feeling ¿out of it,¿ sweating, and a strange sensation in the head. Outcomes included temporary hypoglycemia that the user corrected with oral carbohydrates without assistance and without transport or hospitalization after ems was called. Investigation included case intake, review of user-reported blood glucose history, and troubleshooting and education. Investigation of this case revealed that the event occurred when the device was not in use and the user managed the low with food, with no device alerts or alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy interruption and use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.